Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed. The physician elected not to make any programming changes. There were no adverse consequences to the patient.

Event description:
New information received indicates that episodes of non-sustained rv oversensing due to another case of post-paced t-wave oversensing was observed. The physician elected to take no action other than to turn on the non-sustained rv oversensing patient notifier. The patient was in good condition.

Event description:
Additional information received indicated that the physician made the programming changes to avoid non-sustained oversensing episodes. The patient was in a good condition.